Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary. As reported, during inspection within a distribution facility, a black hair was found in the package of a roadrunner uniglide hydrophilic wire guide. The device did not make contact with any patient. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Images were provided by the distributor which show a hair-like fiber in the packaging. A document-based investigation evaluation was also conducted. A review of the device history showed no failure-related nonconforming events. It should be noted there were no other reported lot-related complaints. No gaps were discovered in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no evidence to suggest that there are additional nonconforming devices in-house or in the field. The product is packaged with instructions for use, which state, ¿do not use the product if there is doubt as to whether the product is sterile.¿ based on the information available, investigation has concluded that a manufacturing and quality control deficiency contributed to this incident. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. Occupation = non-healthcare professional- distributor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during inspection within a distribution facility, a black hair was found in the package of a roadrunner uniglide hydrophilic wire guide. The device did not make contact with any patient.